Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening linear on posterior, creases fold and white calcification outer device leak test and microscopic analysis was performed which identified: one striated opening linear on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side deflation, capsular contracture baker grade unknown, and exchange due to the patient concern with the product. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, capsular contracture baker grade unknown, and exchange due to the patient concern with the product.

Event description:
Healthcare professional reported right side deflation, capsular contracture baker grade unknown, and exchange due to the patient concern with the product. The device remains implanted.